Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed potassium (k) result. Quality control (qc) was processed and within reference range before patient samples were processed. There was a successful calibration before samples were processed and there were no fluids changed. A siemens customer service engineer (cse) was dispatched to the account. The cse replaced the following parts on the instrument; the tower, integrated multisensor (imt) pump and tubing, rotary valve, imt port head, replaced all tubing to the imt system and replaced the entire pump panel. Cse replaced the sensor, processed a successful calibration and dilution check. The instrument was turned back over to the customer. There were no further issues identified. Hsc is not able to determine the cause of the initial discrepant potassium result. It was determined the customer was not centrifuging the sample according to tube manufacturing guidelines. No product non-conformances have been identified. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed potassium (k) result was obtained on a patient plasma sample on the dimension exl 200 system. The discordant result was not reported. The same sample was repeated on the same instrument and the repeat results were reported and not questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.